Manufacturer narrative:
(B) (4).

Event description:
Procedure: low anterior resection. According to the reporter: after firing the device, the surgeon turned the knob 2 full turns, but was not able to retract the instrument. He closed it again and tried the same, but still was not able to retract. He then turned it a little bit more and the instrument came out, but the anvil stayed in the bowel. He had to make an incision to get the anvil out. (He had a 2 perfect donuts.) The staff converted the lar to an open approach.